Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is in response to FDA report mw5057589. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4). .

Event description:
It was reported that the external pulse generator (epg) was being used on a patient and during a battery change, the epg shut off. Another epg was used and the status of the original is unknown. No patient complications have been reported as a result of this event.